Event description:
It was found that the femoral nail was broken. Seventeen years ago, initial surgery was done for femoral diaphysis fracture.

Manufacturer narrative:
Examination was not possible, as the product was not returned. The investigation was limited to the info provided, as the part and lot number required to review the device history records was not provided. Provided info states the nail has been implanted for 17 years. It is not unreasonable to conclude the product met the intended purpose. Based on the investigation, the need for corrective action is not indicated. Depuy warsaw considers the investigation closed. Should the product and/or any add'l info be received to change the outcome of the performed investigation, the complaint will be re-opened.